Manufacturer narrative:
E.1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. Additional information was received and noted on day 43 of impella mechanical circulatory support (mcs), the patient had runs of ventricular tachycardia on the night shift that self-resolved. The following morning report noted there were no impella alarms or concerns. The patient has been ambulating daily, and there are no changes in care plans. The patient remains on impella 5.5 mcs awaiting heart for transplant.

Manufacturer narrative:
Additional information was received and note the patient underwent an uneventful orthotopic heart transplant. As a result, the impella 5.5 device was explanted (after approximately 64 days of support) with noted reason as a bridge to transplant and survival outcome at explant is patient survived. D6b was updated to reflect the date of explant accordingly. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the tachycardia, arrhythmia, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. For the pain, the root cause of the injury was unable to be determined due to insufficient clinical details and hematoma, the cause of hematoma was use issue related since hemostasis was achieved by holding the heparin. Pertaining to the pump suction, no product was returned. The patient had alarming suction and position unknown briefly. After reviewing the logs, multiple suction alarms were observed. No motor current or placement signal trend was observed. The cause of pump suction cannot be determined since insufficient clinical details were provided. Device in wrong position (positioning issue): the cause of positioning issue cannot be determined since insufficient clinical details were provided. H6 investigation type, findings and conclusion codes and component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
A medical safety review was completed. Arrhythmia experience by the patient cannot be ruled out as impella related given the noted suction event. However, in this case, the arrhythmia experienced by the patient is more likely due to the patient¿s heart failure and low ejection fraction. The baby was delivered because of arrhythmia and additionally, the supraventricular tachycardia could have been brought on by the pregnancy. The baby delivered alive at only 22 weeks and, however, expired the following day. The medical team's goal was to deliver at 24/28 weeks but due to the mother's condition, the medical team decided to deliver. The mother remained on impella support post-delivery. This is a serious injury type of reportable event. Device status: the device remains implanted, supporting the patient at the time of the MDR writing, and therefore, evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy shock was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced complications requiring intervention. The patient originally presented to emergency department with progressive shortness of breath and orthopnea worsening over time. The patient had a workup and was transferred to an outside hospital for further evaluation. The transthoracic echocardiography (tte) was indicative of newly diagnosed acute systolic heart failure secondary to peripartum cardiomyopathy. During hospitalization, rapid response was called for level of consciousness and brief tonic-clonic seizure activity attributed to decrease venous return from lying flat. A tte showed worsening left ventricular dysfunction with an ejection fraction of 15%, left ventricular end-diastolic dimensions were 7.7 cm, mild to moderate mitral regurgitation. The patient was started on diuretic therapy and transferred to advanced maternal care and fetal medicine. Ongoing intra-disciplinary discussions regarding maternal decompensation due to high risk of acute cardiac events with significant morbidity and mortality with risk of intrauterine fetal demise. A right heart catheterization was performed, and the patient was transferred to unit and started on systemic epinephrine. Cardiothoracic surgery was consulted. According to the team, after careful consideration between high-risk fetal medicine, cardiothoracic surgery, heart failure, and cardiac anesthesia, the decision was made to support with axillary impella 5.5 support until neonatal viability pending high risk obstetrics decision to continue with cesarean section possibly four days later. The patient would be evaluated for advanced heart failure therapies postpartum pending course and delivery. The patient arrived at the operating room on room air and systemic epinephrine at 2mcg/min. Extracorporeal membrane oxygenation (ECMO) team was on standby for decompensation upon induction. Induction was performed. Esmolol was given after intubation. Epinephrine was titrated to 4mcg/min and initiation of vasopressin at 0.03 and norepinephrine at 4mcg. Transesophageal echocardiogram showed severely dilated left ventricular with an ejection fraction of 15%. The right ventricular function reduced. A right axillary incision was performed; the artery was identified and isolated. It was noted 5,000 units of heparin were given. Baseline activated clotting time (act) was 154 seconds. The graft was sewn, and hemostasis was assured with adequate systemic anticoagulation. The introducer sheath was placed, and a .035 guidewire was advanced through the introducer. The impella 5.5 was eventually backloaded onto the .035 guidewire and advanced and good position was noted with inflow 5cm below aortic valve area. The guidewire was removed, and support was initiated and titrated to optimal support at performance level p-8 with flow at 4.8lpm. The patient was returned to unit for post operative management. High-risk obstetrics team was on the unit to manage maternal and fetal care. The next day after start of the support, the patient went into supraventricular tachycardia (svts) 140-160s, unresponsive to adenosine x3, converted after third dose of digoxin. The patient remains on low dose precedex. The plan was for tentative cesarean section at 23 weeks with hopes to extend out. However, it was noted that if at any time the patient decompensates, the delivery will be emergently completed in the unit. Two days later, a ¿small¿ hematoma to site was noted. Pressure dressing was applied, and systemic anticoagulation was on hold for 12 hours which resolved the hematoma. Three days later, suction and position unknown alarms. The patient required one shock and was placed on lidocaine drip. Teams have decided this day to proceed with cesarean section and prep for emergent ECMO cannulation. Transesophageal echocardiogram showed the impella pump in good position and depth. Left ventricular function was marginally better than on 5.5 implant. The patient experienced svt and adenosine x2 was administered. The incision was closed, and the patient was returned to the unit intubated with plans to extubate in a few hours. The baby was delivered at 22 weeks; however, the baby expired the following day. Two days later an abdominal scan showed an anterior hematoma on the uterus but no active extravasation. One unit of packed red blood cells was given. The following two days, echocardiogram was completed and showed the impella measuring 6.3cm from the aortic valve. Physicians were aware and made the decision not to reposition. The patient had some ectopy while ambulating but was not symptomatic with it. Through the continued days of support, the patient experienced arrhythmic events, some self-resolved and some treated with medication. Additionally, the patient had mild chest pain and neck pain at pulmonary artery catheter site as well as flank and abdominal pain. The latest update received notes the impella support continues for the patient now at day 41 (from implant) noting the patient remains listed unos (united network for organ sharing) status ii. Of note, the patient experienced a pelvic hematoma. However, this is due to the cesarean section.